Manufacturer narrative:
It was reported that when connecting the circuit to lma, the filter plastic cracked, so they removed the cracked piece, and replaced it with a new one. There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
Some of the circuit filter pieces crack. It is the inner part of the plastic that is cracking, where it attaches to the breathing tube or lma.